Event description:
Difficult lead placement due to large right atrium during new pacemaker implantation. Pacing failure occurred during hospitalization. Threshold elevation was identified. The lead was explanted and a new lead was implanted. The doctor did not suspect a faulty product. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.